Manufacturer narrative:
A2, a4: the patients age and weight were obtained from baseline data. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(6). It was reported that on (B)(6) 2023, the patient presented with degenerative mitral regurgitation (mr) grade 4+, with an enlarged left atrium and posterior leaflet flail. Two mitraclips were successfully delivered and deployed, reducing the mr to grade 1+. On 22dec2023, recurrent mr was noted. On (B)(6) 2024, a mitral valve replacement was performed. Post-procedure course was notable for blood loss anemia, worsening pre-existing hypertension, pre-existing hyperlipidemia, chest bruising, hyperglycemia, chronic kidney disease, and thrombocytopenia were treated and improved during the hospitalization course. The patient was discharged and had notable improvement.

Manufacturer narrative:
H2 corrections: h6 health effect - clinical code 4451 was removed. H6 health effect - impact codes 4624 and 4607 were removed. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported mitral regurgitation (mr) is related to disease progression. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initial report, the additional downgrading information was received: per physician, the recurrent mr event with replacement was unrelated to the mitraclip devices. The recurrent regurgitation was related to disease progression. There was no malfunction.